Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tp2 total protein gen.2 on a cobas pro c 503 analytical unit. The initial results were reported outside of the laboratory and questioned by a doctor. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in a total protein value of 1.95 g/dl and repeated as 6.70 g/dl. The second sample initially resulted in a total protein value of 3.80 g/dl and repeated as 7.20 g/dl. The total protein reagent lot number was 577235. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The customer recalibrated the total protein assay and ran fresh control material. Controls were within range and there were no calibration failures. The issue recurred after these actions. The field service engineer determined the system rinse levels were misadjusted. The cell rinse and probe rinse were adjusted. Contamination was found on the sample probes and these were replaced. Precision studies, calibration, and controls passed.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. The customer stated that quality controls were within range both before and after the event. The investigation determined the service actions resolved the issue.